Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the survey respondent stated no, they did not agree that the instructions for use (IFU) for the following bard/becton dickinson products provides sufficient information about the products and its medical application because the instructions for use (IFU) had inadequate instructions for healthcare processional and inadequate or insufficient training in relation to biocath® foley catheter preconnected to 500ml bardia® leg bag, female length, french size 12.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the survey respondent stated no, they did not agree that the instructions for use (IFU) for the following bard/becton dickinson products provides sufficient information about the products and its medical application because the instructions for use (IFU) had inadequate instructions for healthcare processional and inadequate or insufficient training in relation to biocath® foley catheter preconnected to 500ml bardia® leg bag, female length, french size 12.